Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "poor mechanical connection". The reported event could not be confirmed during bench testing. Analysis of the device revealed that the device met specifications. No failure was detected; the battery was able to provide power and communicate to a controller. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patients battery was not detected by the controller. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.